Manufacturer narrative:
Corrected data: h.1 in initial medwatch should have been listed as malfunction.

Event description:
Sales representative reported on behalf of physician, 'they were struggling to open in surgery and were concerned about compromising sterility in the operating room' and "defective implant wouldn't open." Device not implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo evaluation: visual analysis of the photographs identified. Tyvek or thermoform sticking: observed, lid delamination in the outer packaging. No further actions are required, as the device is observed out of its sealed package. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek or thermoform sticking.

Event description:
Sales representative reported, on behalf of physician. 'They were struggling to open in surgery and were concerned about compromising sterility in the operating room' and "defective implant wouldn't open". Device not implanted.

Event description:
Sales representative reported on behalf of physician, 'they were struggling to open in surgery and were concerned about compromising sterility in the operating room' and "defective implant wouldn't open." Device not implanted.

Manufacturer narrative:
Device analysis: based on the device analysis grid, the assessments of the complaint are: ¿ tyvek or thermoform sticking: delamination is observed on the internal and external thermoformed lid. As per the investigation procedure, intact and functional were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.